Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the shaft seal was out of position. It was noted that the distal conductor was distorted, blood/body fluid was on the distal conductor (not obstructed), blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that the right ventricle (rv) lead had an "abnormal rise" in capture thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.